Event description:
The wife of an (B)(6) male patient called zoll customer support to report that the patient's battery charger was displaying "battery charger problem". The patient was issued a replacement battery charger/modem and a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon investigation the battery/charger/modem was unable to recharge a battery pack. The cause for the failure was isolated to a shorted q4 transistor on the bedside board. The root cause for the shorted q4 component could not be positively identified. No adverse event resulted from the shorted q4 transistor. The patient received a replacement battery charger/modem.